Manufacturer narrative:
Eval of the returned device, reportedly the subject of this alleged event, found gel implant rupture, the edges appear sharp and not all the shell is present. The exact cause of the shell opening is not determined but could be the result of post explantation handling of the device prior to return to mcghan medical. The potential for silicone migration, capsular contracture and rupture are addressed in the labeling and therefore, are not unanticipated events.

Event description:
Alleged rupture with silicone migration. Follow-up findings: per physician, add'l event of capsular contracture.